Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The manufacturer¿s customer specialist confirmed the reported issue. The customer's original order was credited. The ventilator was return for analysis. An investigation was performed and the root cause: physical damage resulted in the p4 to battery pin 6 crimp male to push in the connector. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a bad battery connector. It was reported that there was no patient involvement.